Event description:
Patient called on call provider to report that onpro was leaking. She stated that after the dose was delivered her arm was soaked so she did not know how much of the dose she got. Patient advised not to throw away the onpro.